Event description:
It was reported that during implant, on the device is-1 connector it was not possible to turn the setscrew for the ventricular lead after unscrewing it one time to reposition the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, on the device is-1 connector it was not possible to turn the setscrew for the ventricular lead after unscrewing it one time to reposition the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.